Manufacturer narrative:
(B)(4). Batch # n56h3h. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n56h3h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an ladg, the device could not be removed from the patient at the first firing of the gastroduodenal anastomosis. When the doctor turned the adjusting knob to open the device, the staple line was pulled inward, and the staple line was torn by the knife since the trigger was grasped again. Additional hand suture was performed. No bleeding was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.